Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6, +4.0/+5.5/035 (sphere/cylinder/axis) implantable collamer lens, into the patient's right eye (od) on (B)(6) 2018. The surgeon reports refractive surprise and reportedly the patient is "really uncomfortable." The lens remains implanted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Claim# (B)(4).